Event description:
It was reported that an achilles allograft patient had pain that started at about 2 years out from surgery which resulted in the MRI followed by screw removal. On the MRI, there was edema around the screw and the threads were visible. Surgeon cut into the tunnel with the bovi to find a milky white fluid pour out with chunks of white watery granular globs sitting in the tunnel. He spooned it out with a freer, cleaned out the tunnel and packed it with stimublast (bone putty). This was about (B)(6) ago. Culture was taken and was (B)(6). Pathology: refractile foreign material and granulation tissue.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.